Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture (discovered during surgery) and exchange of textured devices. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended, creases fold and red particles on the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported right side rupture (discovered during surgery) and exchange of textured devices. Device has been explanted.